Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a monitoring voltage of 2.58 and middle of life 2 after 7 months in service. The atrial output is programmed high.